Event description:
The reporter called lfs on behalf of patient alleging that their one touch ultra meter has a date/time issue due to power loss. The patient neither alleged harm nor experienced injury. The patient visited their physician's office for a blood glucose test. Following the appointment patient's oral medication was increased. No further medical intervention was sought. The customer service representative educated the reporter on setting the meter time, date, and unit of measurement. The meter would not retain the calibration code. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced. Senior medical affairs specialist mailed a letter since the patient nor the report could be reached for further questioning.